Event description:
Baxter reported, "a part of sleeved connector (white part) of twist clamp was broken." The product was new. No patient injury or medical intervention was associated with this incident per baxter .